Event description:
A report was received that the patient was experiencing pocket site pain and discomfort. The patient's ipg was surgically moved to a new location. The ipg remains implanted and the patient is doing well following the surgery.